Manufacturer narrative:
Concomitant product: dtba1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported the patient presented with what the physician felt to be a possible clearing of a lower medial pocket infection. It was determined this would be followed and not treated as it appears to be in the clearing stage. It was also reported the lead displayed high impedance. Different vector settings were attempted; however, the parameters could not be changed due to phrenic stimulation. The physician decided to keep the lead in service and monitor the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.